Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) specialist. The ccc instructed the customer to run quality control (qc). Level 1 and level 3 for sodium and level 3 for chloride was found to be out of range. The ccc requested the customer to run an (B)(4) (integrated multisensor technology) clean and replace the (B)(4) sensor. Qc was ran after the cleaning and sensor replacement, and recovered within acceptable range. The ccc then requested the customer to run a sample comparison between the two instruments (dimension vista 500 and 1500). The customer was satisfied with the results of the instruments. A siemens headquarters support center (hsc) specialist reviewed the instrument data. Hsc concluded the cause of the discordant sodium and chloride results was due to an acute obstruction in the (B)(4) system that impact the sample placement of the sample across the sensor. The cause of the discordant sodium (na) and chloride (cl) results is from an acute obstruction in the (B)(4) system. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, sodium (na) and chloride (cl) results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). A siemens headquarters support center (hsc) specialist reviewed the instrument data and found 15 patient samples, ran in sequence and were flagged with "below reference range" flags. The samples were repeated on an alternate dimension vista 1500 instrument, resulting within the laboratory's expected range. The alternate instrument results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium (na) and chloride (cl) results.